Event description:
During ent (tonsillectomy) surgery (a few minutes into the surgery) a ball of fire appeared around the pencil tip. The surgeon removed the pencil and replaced it with a new pencil and tip. (They used insulated tips.) With the second one, flames appeared as soon as the foot pedal was actuated. The unit was removed from the or. A different electrosurgical unit was then brought in, and the surgery continued normally. This is the report for the first pencil used. Also see 1720159-1999-00107.